Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited noise on both the right atrial (ra) and right ventricular (rv) channels. The noise on the ra channel was consistent with the minute ventilation signal. A request was made to have boston scientific technical services (ts) review data from the device. Ts noted two episodes of noise oversensing with pacing inhibition on the rv channel. The patient had an underlying rhythm which prevented any periods of asystole from being greater than two seconds in duration. The noise on the rv channel appeared to be consistent with myopotentials and was not always sensed. Three episodes of oversensed minute ventilation noise were also observed on the ra channel. Additionally, one high impedance measurement was noted on the ra channel. Based on these observations, ts provided trouble shooting recommendations. The make of the ra and rv leads is unknown. This pacemaker remains in service. No adverse patient effects were reported.